Event description:
The customer reported that all the tiles on multiple central nurses stations (cnss) were flickering, causing a loss of numerics and waveforms. No harm or injury was reported.

Manufacturer narrative:
Details of complaint: the customer reported that all the tiles on multiple central nurses stations (cnss) were flickering, causing a loss of numerics and waveforms. No patient harm was reported. Investigation summary: the issue of tiles flickering was resolved after the customer was advised to reboot their core switch. It was noted that the core switch was an old switch, and it was recommended to the customer that the switch be replaced. As the switch was not returned for evaluation, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. Due to the age of the complaint, additional information is unlikely to be available. Based on the note that the switch was old, it is likely that the switch was experiencing hardware failure due to aging. Hardware failure could come as a result of physical damage, heat damage, or electrical damage. Physical damage could occur due to impacts with objects and other surfaces. Heat damage could occur due to improper maintenance or placement. Electrical damage could occur during a power outage or power surge. Wear and tear due to aging or frequency of use can gradually degrade components.

Manufacturer narrative:
The customer reported that they have multiple central nurses station's (cns's) where all the tiles are flickering. During this time they lose the numerics and waveforms. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that they have multiple central nurses station's (cns's) where all the tiles are flickering. During this time they lose the numerics and waveforms. No harm or injury was reported.